Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provide via a company representative regarding a patient receiving baclofen 2250mcg/ml via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient complained of therapy loss. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics or troubleshooting performed was a dye study. The catheter was disconnected from the pump. Dye was filling the pump pocket. The actions and interventions taken to resolve the issue was a dye study. Surgical intervention did not occur but was planned though not scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.